Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros valp quality control results were obtained. A definitive root cause could not be determined. However, pre-analytical sample handling and/or storage or an equipment related issue cannot be ruled out as contributing factors.

Event description:
A customer observed multiple, lower than expected vitros valp quality control results (tdm pv result of 89.0 ug/ml vs. Expected mean result of 117.3 ug/ml; biorad level 1 results of 15.3, 12.1, 11.8, 11.2, 11.9, 10.3 ug/ml vs. Expected mean result of 26.95 ug/ml; biorad level 3 results of 81.9, 87.1, 77.3, 72.0, 67.6, 64.5 ug/ml vs. Expected mean result of 112.9 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).